Event description:
No additional information received. Material#:305106, batch#:3024945. It was reported by customer that the hub of five 30g needles were blocked. The doctor could not push the medication from the syringe through the needle. There was another 30g needle that the needle itself was not attached to the hub. It was stuck between the hub and the cap. Defective product: bd 30g needle ref 305106, lot 3024945, exp 2-29-28. Verbatim: the hub of five 30g needles were blocked. The doctor could not push the medication from the syringe through the needle. There was another 30g needle that the needle itself was not attached to the hub. It was stuck between the hub and the cap. Defective product: bd 30g needle ref 305106, lot 3024945, exp 2-29-28. If you could send me a return label, I can mail the two that the manager held onto. She supposed to send them to me.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the medication could not be pushed from the syringe through the needle. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. This defect could occur if, while passing the needle through the stopper vial, the needle became clogged with the stopper vial material. A device history record review was completed for provided material number 305106, lot 3024945. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
MDR 1 of 2: this MDR covers the needle clogged / blocked. Material#:305106. Batch#:3024945. It was reported by customer that the hub of five 30g needles were blocked. The doctor could not push the medication from the syringe through the needle. There was another 30g needle that the needle itself was not attached to the hub. It was stuck between the hub and the cap. Defective product: bd 30g needle ref (B)(4), lot 3024945, exp 2-29-28. Verbatim: the hub of five 30g needles were blocked. The doctor could not push the medication from the syringe through the needle. There was another 30g needle that the needle itself was not attached to the hub. It was stuck between the hub and the cap. Defective product: bd 30g needle ref (B)(4), lot 3024945, exp 2-29-28. If you could send me a return label, I can mail the two that the manager held onto. She supposed to send them to me.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional. Information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a140901 - complete blockage.